Manufacturer narrative:
According to the consumer, his insulin is dispensed by the pump based on his blood glucose readings. He stated, "...based on the blood glucose result of 227 mg/dl, his pump dispensed 10.3 units of insulin. Consumer stated, "...he 'felt normal' after the 227 reading...." He reported that, "....around 11:30am he started feeling 'shaky, sweaty and confused'..." Subsequently, he made himself lunch, consumer ate a roast beef and cheese sandwich on two slices of wheat bread with two servings of (B)(6) and a diet soda. Consumer stated as "...he was eating he automatically 'felt better' after eating..." He performed one test using his nova max link meter and a second test using his contour meter. Consumer then performed a control solution test on his nova max link meter: (B)(6) during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test str,ips to fall out of range. Test strip lot # 1020315306 expiration date: 11/30/2017 control solution lot # 1030316335 csr 82-127 mg/dl. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation. Failed submission 6/2/2016 correction: emdr was submitted originally under mfg report # 3004193189 2016-00037 - failed. Resubmitted: 3004193489 2016-00037.

Event description:
Consumer called into customer support reporting his concerns about a high bg reading using his nova max link meter. According to the consumer, his insulin is dispensed by the pump based on his blood glucose readings. He stated, "...based on the blood glucose result of 227 mg/dl, his pump dispensed 10.3 units of insulin. Consumer stated, "...he 'felt normal' after the 227 reading...." He reported that, "....around 11:30am he started feeling 'shaky, sweaty and confused'..." Subsequently, he made himself lunch, consumer ate a roast beef and cheese sandwich on two slices of wheat bread with two servings of (B)(6) and a diet soda. Consumer stated as "...he was eating he automatically 'felt better' after eating..." He performed one test using his nova max link meter and a second test using his contour meter. Consumer then performed a control solution test on his nova max link meter: